Manufacturer narrative:
A boston scientific crm technical services consultant discussed programming options for this patient. No other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient is in chronic atrial fibrillation (af) and this pacemaker is programmed to vvir mode. Sensing and all diagnostics reported to be normal. However, the patient has experienced syncopal episodes. The caller was going to see the patient in the clinic and was inquiring about programming options.